Event description:
It was reported that the patient felt the vns generator moving. It was stated that the generator is believed to have turned and moved further inward. The patient is tender when palpated over the chest vns scar. Per the physician, the migration and associated pain were due to external factors. It was noted that the intervention taken was for patient comfort. It was reported that the nonabsorbable sutures were used when the generator was implanted. It was noted that the physician believed the generator migration was due to natural wear and tear of the device being attached to the patient's fascia. This is why the noted external factors was the reported caused. During pre-op, it was indicated that the patient was non-ambulatory and extremely obese. The impedance was within normal limits. When the chest pocket was opened, the generator was found to be sutured onto fat tissue but intact. The surgeon indicated that the size of the patient makes suturing to muscle impossible as it would be too far under the skin to communicate. The surgeon sutured the new generator as securely as he could so that they could still interrogate the device post-op. During the surgery, the new generator showed high impedance with 3 different pin reinsertions with the implanted lead and visual inspection of pin did not resolve the impedance nor any other troubleshooting; therefore, a revision of the lead was performed. It was indicated that the surgeon thought the high impedance was due to a large amount of scarring of the electrodes on the nerve. There was no noted lead damage and the physician believed the cause of the fibrosis was patient physiology. Per facility the surgery took place, they discard all explant products and require a patient signed release form to be able to return explant which they do not obtain from patient prior to surgery, therefore product return is not possible. At this time, no additional relevant information has been received to date.

Event description:
Product analysis (pa) for the lead was completed. The reported high impedance due to fibrosis is beyond the scope of the activities performed in the pa laboratory. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Pa worksheet was reviewed and it was noted that there were abrasions found in the inner and outer insulation. No other anomalies noted other than those related to the explant procedure.

Event description:
Additional information was received that the surgeon felt the scarring/ fibrosis was related to patient¿s tendency to scar tissue. The patient's external chest incision also exhibited fibrosis. The explanted products have been received for analysis and is currently ongoing.